Event description:
It was reported that the balloon could not be deflated. The catheter lay in the patient for about 24 hours and could not be removed for unexplainable reasons. The catheter was then cut shorter and shorter and could then be removed. No damage to the patient was caused by this.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed 100% inspection. There were 3 pieces of samples returned for investigation. From complaint description it was reported that "balloon could not be deflated." The catheter lay in the patient for about 24 hours and could not be removed for unexplainable reasons. The catheter was then cut shorter and shorter and could then be removed. No damage to the patient was caused by this." The investigation was then performed, as below: visual examination on the actual sample was noticed the catheter was cut into a few segments. However, the inflation funnel side has not been returned for investigation. No sign of kinking. Clamp mark or collapse lumen observed throughout the shah. Further investigation, a monofilament then was inserted through the inflation airline of the funnel segments and noticed there was no blockage as it could pass through the airline without any difficulties faced. The inflation airline of the next segment then was introduced with water by using hypodermic needle attached to 10ml luer tip syringe and noticed that balloon could be inflated without any difficulties faced. Visual examination on the catheters did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse airline observed throughout the shaft. The catheters then were inflated with 3ml of water using a 10mm luer tip syringe. The balloons inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal , and no collapse of the inflation airline observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflations of the balloons by connecting empty luer tip syringe barrel to the valve were smooth , spontaneous and complete. Based on the analysis conducted, there was no blockage observed on the inflation airline of the returned sample. Furthermore, no issue was found on the representative samples too. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, blockage inside the inflation airline, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem of non- deflation.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon could not be deflated. The catheter lay in the patient for about 24 hours and could not be removed for unexplainable reasons. The catheter was then cut shorter and shorter and could then be removed. No damage to the patient was caused by this.